Event description:
The nurse at the clinic reported the following event: "defect observed on the first sterile packaging. The rigid blister was broken laterally while the outer carton and protection were fine."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method & results: device evaluation and results: based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive/inappropriate handling whereby the packaging appears to have been impacted to the extent that the outer blister cracked under compressive force. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was caused by excessive/incorrect handling.

Event description:
The nurse at the clinic reported the following event: "defect observed on the first sterile packaging. The rigid blister was broken laterally while the outer carton and protection were fine."